Event description:
It was reported the patients blood glucose level rose to 340 mg/dl while wearing the pod between 4 and 24 hours. The patient reported the pod was leaking during the event. As treatment the patient replaced the pod.

Manufacturer narrative:
Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Investigation found no defects or manufacturing deficiencies that would contribute to insulin leaking during wear. The distal tip of the soft cannula was manually occluded, and no leaks were present. The fill septum and fill port were observed, and no damages, deficiencies, or gouges were found. Inspection of the download data and phb data showed no evidence of issues with insulin delivery. A kink was noted on the exposed portion of the cannula. Fluid path testing showed that insulin was able to pass out the distal tip of the soft cannula. Although the cannula was kinked, the timing and cause of the damage are unknown.